Event description:
It was reported the patient experienced a ¿burning sensation¿ at the ¿device pocket¿ and ¿heating at the implantable neurostimulator (ins) pocket.¿ it was ¿unknown if action was required¿ as a result of the event. The patient was reportedly alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4)